Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. Customer declined to perform a system check for the occlusions. Additionally, the battery gauge was observed to be fluctuating. A system check was performed and the pump performed as intended. Customer's blood glucose level ranged from 227-250 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.